Manufacturer narrative:
Additional information has been requested, but no new information has been received. The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. If the device is returned for analysis, or if additional information is received, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that interoperatively, the physician observed via water injection testing that the leaflets of this bioprosthetic valve would not coapt properly. The device was explanted and replaced immediately following implant. No other adverse patient effects were reported.

Manufacturer narrative:
The patient's weight and the eval code-conclusion fields have been updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.